Manufacturer narrative:
If additional information becomes available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. A request was made to analyze the device data. Boston scientific technical services (ts) confirmed that power consumption was higher than anticipated and expected to continue to increase. Device replacement or reanalysis was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. A request was made to analyze the device data. Boston scientific technical services (ts) confirmed that power consumption was higher than anticipated and expected to continue to increase. Device replacement or reanalysis was recommended within 90 days. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information becomes available this report will be updated.